Manufacturer narrative:
The oad was received at csi for analysis. Visual examination confirmed a fractured driveshaft filar proximal to the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and although scanning electron microscopy analysis could not conclusively determine that the cause of the fracture was fatigue, possible fatigue striations were identified. It was hypothesized that this driveshaft underwent excessive flexing near the crown, due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. At the conclusion of the device analysis investigation, the report that foreign material and a fracture were observed was partially confirmed. There was no foreign material observed on the oad. The fracture was confirmed; however the exact root cause was undetermined. The diamondback coronary orbital atherectomy device instructions for use manual warns ""never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was advanced to the lesion via glideassist mode. The oad was removed following 12 unsuccessful attempts to cross the lesion. Difficulty crossing the lesion with a 2.0mm balloon was also encountered, and a 1.5 balloon was inserted and inflated instead. Prior to re-inserting the oad, fractures were observed on the driveshaft. Foreign material was present on the device. The oad was wiped down to remove the foreign material, and there were no fragments left in vivo. The procedure was continued with a non-csi device, balloon angioplasty and stent placement.